Manufacturer narrative:
The insulin pump was received with minor scratched display window. The insulin pump received with cracked reservoir tube lip. The device was received with a missing end cap sticker.

Event description:
Customer reported that the screen of the insulin pump was scratched. The blood glucose reading was 99 mg/dl. Nothing further was reported.